Manufacturer narrative:
Device was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that the philips sonicare diamondclean 9000 caught fire. No injury or property damage was reported.